Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right-side "firmness to the touch, hardness to the touch, misshapen breast, implant sitting higher than normal, breast asymmetry, pain or discomfort" and capsular contracture baker grade unknown. The device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Healthcare professional reported, right-side "firmness to the touch, hardness to the touch, misshapen breast, implant sitting higher than normal, breast asymmetry, pain or discomfort" and capsular contracture baker grade iii/IV. The device has been explanted and replaced.